Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: analysis of the returned device identified: creases fold and wear abrasion leak test and microscopic analysis was performed which identified: striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated opening on anterior due to surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and exchange due to the patient's concern with the product. These are a known potential adverse events addressed in the product labeling.

Event description:
Health professional reported right side capsular contracture, baker grade unknown and exchange due to the patient's concern with the product. Device has been explanted.

Event description:
Health professional reported right side capsular contracture, baker grade iii.